Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose and diabetic ketoacidosis on (B)(6) 2021 for two days. Blood glucose reading was over 600 mg/dl when customer was admitted to hospital. Customer stated that emergency medical services were dispatched and customer was treated with intravenous insulin infusion. Ketones test was performed and results were normal. Customer was experiencing high blood glucose symptom like vomiting. Customer also stated that insulin pump was showing wild high and low readings and they were very stressful. Customer was using insulin pump within 48 hours of high blood glucose incident. Auto mode feature was active at the time of incident. The insulin pump will not be returned for analysis.